Event description:
The customer reported to olympus, a serpentine tube was damaged on the tracheal intubation fiberscope. During the inspection of the returned device, the insertion part of the serpentine tube was torn. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered the insertion part of the serpentine tube was torn, weathertightness was not maintained due to the tearing of the insertion part of the serpentine tube, the bending angle was insufficient due to the elongation of the angle wire, the coat of the insertion part serpentine can be removed, and the curved rubber adhesive was missing. Additionally, there were scratches on the eyepiece, the angle lever, and lens guide cover, and peeling on the fixed ring and light guide mounting was observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the broken insertion tube was caused by stress of repeated use, external factors, or handling. However, the root cause could not be determined. Olympus will continue to monitor field performance for this device.